Event description:
Caller reported a continuous glucose monitor (cgm) error, specifically error 42, which persisted even after a pump reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.